Manufacturer narrative:
An RMA was issued but the part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported a voltage fault on the camera. This occurred during surgery after placement of the 3rd spine screw. They were able to proceed with the case using another stealth system at the site. There was no impact on the patient's outcome reported.